Event description:
A patient was implanted with a clavicle plate. After 4 to 5 months, there was a non-union (the plate did not break). The surgeon explanted the plate and replaced it with a bigger, bulkier plate.